Event description:
It was reported that the implantable cardioverter defibrillator and the right ventricular lead exhibited post-paced t-wave oversensing, crosstalk and oversensing noise. Programming changes were performed. The patient was in stable condition.